Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low creatinine (cr-s) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were corrected before reported out of the laboratory. The customer did not know the number of affected patients, but provided one example. There was no impact to patient treatment.

Manufacturer narrative:
Qc results were within the established ranges prior to the event. The customer found that a piece of wiper was stuck on the cuvette wiper, which led to insufficient cleaning of the cuvettes. The root cause for the event was insufficient cuvette cleaning due to a piece of wiper stuck on the cuvette wiper.